Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir herniated into patient's scrotum. The component was removed and replaced. No additional information was provided.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the reservoir herniated into patient's scrotum. The component was removed and replaced. No additional information was provided.

Manufacturer narrative:
The lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Upon receipt at our quality assurance laboratory, this reservoir underwent a thorough analysis. The reservoir was visually inspected, and leak tested. Visual examination revealed that the reservoir kink resistant tubing (krt) was cut down to the adaptor strain relief; therefore, it was not return for analysis. In addition, it was noted that the reservoir shell and adaptor strain relief had scaling. No leaks were identified in the reservoir. The reported allegation of migration is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.